Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis. On the same day as diagnosis, the patient began treatment for the event with injection (inj) fortum (1 gram, frequency and route of administration not reported) and inj vancomycin (1 gram, every five days, route of administration not reported). At the time of this report, dianeal therapy was ongoing and the treatments with fortum and vancomycin were ongoing. The outcome of the peritonitis event was unknown. No additional information is available.